Event description:
It was reported that the procedure was to treat a lesion that was an eccentric restenosis of the mid rca. The procedure went smoothly; however, after the procedure, when the guide wire was being wiped down, it was noted that the tip ball and shaping ribbon were missing. It is unknown where the missing piece of guide wire is. It is highly possible that this occurred when the guide wire was being wiped down after the procedure. Reportedly, the pt is doing fine.

Event description:
It was reported that the procedure was to treat a lesion that was an eccentric restenosis of the mid rca. The procedure went smoothly; however, after the procedure, when the guide wire was being wiped down, it was noted that the tip ball and shaping ribbon were missing. It is unknown where the missing piece of guide wire is. It is highly possible that this occurred when the guide wire was being wiped down after the procedure. Reportedly, the pt is doing fine.